Event description:
The pt reported experiencing issues with the infusion sites and elevated blood glucose of up to 23-26 mmol/l (414-468 mg/dl) for the past 2 weeks. She bolused through the infusion device in an attempt to lower blood glucose with no success. She later found that her clothes were wet with insulin from the infusion set. The pt's normal blood glucose range is 10-12 mmol/l (180-216 mg/dl). No further info is available. The pt did not require medical assistance from the healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.